Event description:
During an ica aneuysm coiling procedure, the third coil was delivered and became very hard to push. Physician then used the hemostat to help grip the push wire which continued to kink. During that time, the catheter kicked out three times. On the last kick out, the coil became locked and would not advance or pull back physician then decided to pull the coil back. Upon withdraw of the device, the coil stretched and broke. Physician utilized micro snare but could not removed coil and then decided to pushed excess coil into the external cartoid. No complications were reported to have occurred with the patient as a result of this event.